Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display screen was found to be deeply scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported lines on the display screen. There was no reported adverse event associated with this complaint. This complaint is not being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).